Manufacturer narrative:
The ge onsite biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the bellows diaphram was stuck. The diaphragm was cleaned. No patient information available at time of MDR filing.

Event description:
The hospital reported that, during a case, the unit alarmed for high positive end expiratory pressure. There was no reported patient injury.